Event description:
IV pump stopped and had no alarms. Hand was swollen, warm, and pale. Pt denied pain in finger and hand numbness or tingling. IV tubing removed from left hand and reconnected to IV access in right hand. Left hand IV catheter removed and dressed. Md ordered doppler of hand and compartment syndrome confirmed.